Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The proximal set up joint (psuj) was analyzed and failure analysis (fa) investigation confirmed the error via system logs and replicated on the system. The psuj was installed on the patient side cart (psc) fixture test platform (pftp) and the psuj failed the brake test. Fa installed a golden axes controller setup (acu) and retested the psuj. The psuj passed all test with the golden acu. Fa reinstalled the original acu and retested the suj and it failed again. As a fix the acu, horizontal harness and fiber optic will be replaced. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The set up joint (suj) was analyzed and failure analysis investigation confirmed the error in the system logs, but was not replicated in house. The wire harness, harmonic drive, and motor module will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, a nurse called to report that a system encountered repeated recoverable faults on universal surgical manipulator 2 (usm). Prior to the call, the customer attempted to recover from the fault 3 times and power cycled the system once. The error persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked logs and verified an error pointing at +48 v for the motor in the set up joint (suj). The isi tse asked if the customer could disable the usm and continue with 3 arms only. The customer stated they could but had some difficulties. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on-site and replaced the distal and proximal setup joint's (suj) to resolve the issue with the recoverable faults. The system was tested and verified as ready for use. Isi has received the inner distal suj; however, the evaluation is not yet complete. A supplemental report will be submitted when the investigation is completed. Isi has not received the inner proximal suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.